Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: inspection of the complaint sample, using 40xmagnification, identified a light black particle in the flow direction arrow of the pump chamber. Further analysis confirmed the particle was embedded in the flow direction arrow portion of the shunt. The investigation was not able to confirm the report of the debris being in the fluid path. A review of complaint data identified that this failure mode is not an isolated event. The shunt bodies are molded in a controlled manufacturing environment with strict controls on proper personal protective equipment. A device history review (DHR) for the listed manufacturing lot showed (3) non-conformances. In each instance, the product was 100% culled and submitted to quality for inspection and release. There were no other recorded quality problems or rejections related to this incident. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.

Event description:
The distributor reported that during incoming inspection a hair like fiber was noted inside of the pump chamber.